Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2014 with the following findings: investigators were unable to confirm or duplicate 'blank' screen during investigation. The screen was fully illuminated and fully functional at startup with no visible signs of damage, fading or discoloration. The alarm history shows no indication of malfunction related to complaint. Unrelated to the complaint, the battery compartment is cracked below the finger pad extending down to the primary seal. There was no issue with loss of power and there was no evidence of moisture damage in battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.